Manufacturer narrative:
Unit passed displacement test and self-test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the sound of insulin pump went completely out. The customer's blood glucose value was unknown. Customer stated the insulin pump audio beep test. The insulin pump will be returned for analysis.